Manufacturer narrative:
Unit received with blank display due to corroded mother board. Unit also received with corroded motor assembly. Unit received with minor scratched lcd window, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube thread, and missing end cap sticker.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to jumping into swimming pool and cracked insulin pump. Customer reported that insulin pump began to count down and then began to make a constant sound. Customer's blood glucose was 133 mg/dl. Customer was advised that insulin pump would need to be replaced.